Event description:
It was reported that a patient presented remotely. Upon examination, it was noted that the patient's right atrial (ra) lead was found to have exhibited over-sensing of noise, resulting in a false ventricular tachycardia episode. No programming changes or intervention was reported. The patient was in stable condition throughout.